Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported false upstream or downstream occlusion alarms which were not reproduced. The reported symptom was unable to be confirmed through the event history log review. Both upstream and downstream occlusion alarms were present, but this is not conclusive evidence of a device malfunction. Evaluation did find low upstream sensor readings due to a failing ultrasonic sensor. This finding confirms the allegation as false upstream occlusion alarms. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the upstream or downstream occlusion message. It was also reported there was no patient involvement.